Event description:
In 2008, the pt reported she is receiving occlusion messages on her insulin infusion device [competitor product]. She stated this has been occurring for the past 2-3 weeks, when she attempts to bolus after her infusion set is in its second day of use. During troubleshooting, the pt stated there are no leaks or damage at the connection points on the infusion set or tubing. She said she has had these infusion sets of "quite a while." A new box of infusion sets were sent to the pt. On follow up with the patient, she stated the new infusion sets have resolved the issue and she has had no further occlusions. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.